Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient took some antibiotics for a skin infection. The site was oozing pus and was very hard. The patient would not give any more information. No further details to report.

Manufacturer narrative:
Additional information provided: b5 case description added: it was reported that the patient took some antibiotics for a skin infection. The site had purulent discharge and was very hard. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis. The patient was prescribed antibiotics. The patient was released from the hospital after 4 hours. The following day the patient had gone to the hospital again as they had experiencing purulent discharge as well as irritation and pain at the pod infusion site. Once at the hospital the patient was diagnosed with cellulitis. The patients pod site was lanced, and the patient was treated with intravenous fluids of codeine and morphine. The patient was prescribed clindamycin hci (300 m/g) to be taken 2 times daily for 14 days as well as tylenol and ibuprofen. The patient was released from the hospital after 1.5 hours. It should be noted the patient has been having chemotherapy and has multiple autoimmune conditions as well as a rare syndrome. Added h6 health code-impact code ¿ f08 hospitalization or prolonged hospitalization. Added h6 health affext-clinical code- e172002 cellulitis and e2330 pain. Added h1 -type of reportable event : serious injury.

Event description:
It was reported that the patient took some antibiotics for a skin infection. The site had purulent discharge and was very hard. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis. The patient was prescribed antibiotics. The patient was released from the hospital after 4 hours. The following day the patient had gone to the hospital again as they had experiencing purulent discharge as well as irritation and pain at the pod infusion site. Once at the hospital the patient was diagnosed with cellulitis. The patients pod site was lanced, and the patient was treated with intravenous fluids of codeine and morphine. The patient was prescribed clindamycin hci (300 m/g) to be taken 2 times daily for 14 days as well as tylenol and ibuprofen. The patient was released from the hospital after 1.5 hours. It should be noted the patient has been having chemotherapy and has multiple autoimmune conditions as well as a rare syndrome.